Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with constant motor error alarm during rewind due to corroded motor assembly. Analysis was unable to confirm excessive no delivery alarm due to motor error alarm. There was no moisture damage on electronic assembly noted during visual inspection. No constant tone noted. The insulin pump was received with scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, moisture damage, and motor error. The customer stated the numbers on their keypad were ramping. Customer's blood glucose was 180 mg/dl. The customer states there is a constant tone; after the reservoir leaked inside the pump. Now the insulin pump is alarming motor error, no delivery and the keypad is unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.